Event description:
Customer has been seeing increased recovery for hemoglobin a1c, especially for pts above the normal range. A physician also called complaining of higher hemoglobin a1c pt values. It was determined the issue began in 2009, the date of the last calibration. Customer reran an elevated survey sample, (original testing date unk) initial recovery was 8.6%, repeated three weeks later, gave 10.73%. Customer also sent 10 pt samples to a reference lab the next day for comparison, the following examples were provided: sample 1, tested same day, initial integra result 13.2%, repeat 11.1%. Sample 2, tested the day before, initial integra result 12.2%, repeat 9.8%. Sample 3, tested that day, initial integra result 10.9%, repeat 8.3%. Sample 4, tested twenty days after the original date, initial integra result 9.4%, repeat 7.3%. Sample 5, tested eighteen days after the original date, initial integra result 11%, repeat 8.2%. Sample 6, tested that day, initial integra result 9.9%, repeat 7.6%. Sample 7, tested the day before, initial integra result 10%, repeat 7.8%. Erroneous results were reported. Customer stated some of the pts were treated and some sent to diabetic counseling. She was not able to be specific about any individual pt treatment.

Manufacturer narrative:
The customer did not know and could not confirm if the calibrator had been prepared properly. Upon preparation of a new calibrator and recalibration, the issue was resolved.